Manufacturer narrative:
The customer was provided with a replacement glidescope smart cable. The smart cable was returned to verathon for evaluation. The technical support representative connected the smart cable to a test video monitor and a test blade and confirmed the reported loss of image when the smart cable was manipulated. Since there are no repairs available for the smart cable and the customer received a replacement, the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would cut out when the smart cable was manipulated near the connector. A second glidescope system was used to complete the procedure, reportedly there was a less than one (1) minute delay while the second device was prepared. No harm to patient or user was reported.